Event description:
It was reported by the rep that the device was used during a partial gastrectomy. It was reported the first stapler was placed on the tissue, fired and the surgeon cut the tissue. The device was opened and it did not staple. It was noted that there was no cartridge. Another stapler was opened and the staples oozed out but did not form completely. A reload was opened and it fired fine. There was no consequence to the pt.